Manufacturer narrative:
Product analysis: the device remains implanted. Conclusion: attempts to gather additional information have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that approximately 10 years and 6 months post implant of this bioprosthetic valved conduit in the pulmonary position, it was replaced for reasons unknown. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received indicating that approximately 10 years and 6 months post implant of this bioprosthetic valved conduit in the pulmonary position, it was replaced due to stenosis. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.